Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 10 cm distal to the df4 connector pin. A 4 cm long medial fragment was not returned for analysis. Explantation aids were found mounted in and on the distal lead fragment. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragments were visually and electrically analysed. The visual inspection revealed that the insulation was, apart from the present fragmentation and the extraction damages, free of breaches. Damages like the cuts into the insulation 41 cm distal to the df4 connector pin and the deformed right ventricular shock coil most likely occurred during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The provided data was thoroughly analysed. In the recorded period between (B)(6) 2020 and (B)(6) 2020 the right ventricular pacing impedance was initially recorded between 500 ohms and 750 ohms before it abruptly rose greater than 3000 ohms in the end of march 2020. The right ventricular shock impedance was initially recorded at 70 ohms before it abruptly rose greater than 150 ohms in the end of (B)(6) 2020. The analysis of the provided iegm episodes showed artifacts on the right ventricular channel, which led to the reported oversensing as well as inappropriate ICD charging cycles. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported oversensing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 69 months, oversensing on the rv channel via homemonitoring was reported. The ICD was also sent, though it is not under investigation. Extraction of the whole system was performed.